Event description:
Per the clinic, the patient experienced pain in the post-auricular area with device use and intermittency, leading to device non-use. The issue could not be resolved. It is unknown if there are plans to explant the device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.